Event description:
It was reported that the patient's driveline had several damages along the whole distance from the percutaneous lead to the modular cable. The modular cable was exchanged and the percutaneous lead was taped with resq tape. Pump MFR # 2916596-2024-00839.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported modular cable damage was confirmed through the evaluation of the submitted photograph. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted one photograph for evaluation which captured both the pump cable and the modular cable. Tape was applied along the majority of the modular cable, as reported by the account. Additional information was received stating that log files are not available for review, but no alarms were reported in association with this event. The modular cable was discarded. No product is available for investigation. The relevant sections of the device history records for the modular cable, lot number 7641656, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 6, "patient care and management", states "do not severely bend or kink the driveline" and instructs the user to "check the driveline daily for signs of damage such as cuts, holes, or tears". Section 8, "equipment storage and care" (under "cleaning the driveline"), states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The hm3 lvas patient handbook, rev. G, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was stable at home. There were no alarms associated with the damage.